Manufacturer narrative:
Date of this report: is incorrect. (B)(6) 2015 date event occurred. CAPA-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The conical nut didn't fit the three appropriate instruments. The issue only arises with this lot number. Other lots have been tested, not showing the same problem.

Manufacturer narrative:
It was reported that the reported instruments could not mate with the expedium conical nuts [product code: 1754-91-150, lot number: arndc7]. This was confirmed through the investigation conducted by the escalation team. As a result, a health hazard evaluation (hhe) (B)(4), was conducted to address the associated patient risk. Based on the hhe harms score, this issue was escalated to the quality review board. The decision was made to recall affected lots arndc7 and arndc6. Based on the (B)(4) trending, all related complaints are associated with the effected recall lots. CAPA (B)(4) was opened to investigate root cause and identify any necessary corrective actions. As such no further complaint investigation actions are deemed necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.